Manufacturer narrative:
(B)(4). Final analysis found the lead was returned in two pieces. Insulation abrasion exposing the outer coil was noted at 14.1 cm to 14.3 cm from the connector pin and at 3.1 cm to 3.3 cm from the distal tip due to friction with another implantable device or feature of heart. Clavicle crush was noted at 16.0 cm from the connector pin. The insulation was damaged and the five filars of the outer coil were also fractured in this location. The exposure of the coils and fractured outer coil likely caused the reported complaints from the field. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. During device upgrade procedure, insulation abrasion was noted on the lead. The lead was explanted and replaced. There were no complications during the procedure and the patient was doing well post procedure. The patient would continue to be monitored.